Manufacturer narrative:
Pump was received with unresponsive button and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
Customer reported via phone call to have a button error alarms and was not able to clear as display screen was frozen. Button error did not occur after moisture exposure and buttons were not pressed longer than 3 minutes or longer. Customer's blood glucose was 50 mg/dl, which was treated with food. Insulin pump would need to be replaced.